Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous common iliac artery. A 6mm x 40mm sterling monorail balloon was used to dilate the lesion. The lesion was dilated again with a 8mm x 40mm x 135 cm sterling balloon. After crossing the lesion the device was inflated. The first dilatation was performed at 6 atm, but the inflation didn't seem to be enough due to the lesion state. The inflation pressure was then further increased to rated pressure but the device ruptured at 11 atm. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous common iliac artery. A 6mm x 40mm sterling monorail balloon was used to dilate the lesion. The lesion was dilated again with a 8mm x 40mm x 135 cm sterling balloon. After crossing the lesion the device was inflated. The first dilatation was performed at 6 atm, but the inflation didn't seem to be enough due to the lesion state. The inflation pressure was then further increased to rated pressure but the device ruptured at 11 atm. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the sterling catheter was received inside a sterling shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the mid-section to the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).